Event description:
Customer stated the hot pack was difficult to activate resulting in staff injury. The staff member with the injury no longer works at that site so we could not be more specific with the diagnosis and description of the event.

Manufacturer narrative:
An investigation was initiated into this report citing the product was difficult to activate resulting in an injury to a staff member. At the time of this report, the device was not available for evaluation. Without the lot number, we are unable to review the device history records to determine if any deviations took place during the manufacturing process of this device. In addition, without the actual sample we are also unable to confirm the report and assign a root cause for the complaint. A review of this product catalog number identified no trends being detected for this issue. If the product is returned in the future, a follow-up report will be filed and an investigation will be reopened to evaluate the returned sample.